Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. Additional information being added to h.10. The device was not returned for evaluation. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided. The valve could be observed not between the alignment markers. Due to the valve not aligned correctly, the balloon first inflated distally and caused asymmetrical expansion of the valve. The asymmetrical valve was pushed proximal in the delivery system towards the flex catheter. The valve appeared too aortic and the left main coronary artery appeared to be occluded due to the s3 skirt covering the left main. The IFU and procedural training manual were reviewed. The physicians are instructed to perform valve alignment in the straight section of the aorta. Unlock the balloon lock. Pull straight back slowly at the y-connector until part of warning marker is visible. Lock the balloon lock. Obtain a magnified perpendicular fluoroscopic view. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Prior to deployment the physician is instructed to ensure the thv is exactly between the valve and alignment markers. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The malpositioned thv was confirmed from the imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. As reported, 'as there was tortuosity in ascending aorta, valve alignment was very difficult. When the balloon was inflated, only the left ventricle (lv) side of the balloon was inflated and the balloon slipped toward lv. As the valve was triangle shaped, post-dilation was attempted. The valve was implanted in too aortic position, and it caused the coronary artery obstruction. This obstruction required the emergent coronary artery bypass.' Imagery review revealed that the valve was not positioned between the valve alignment markers prior to valve deployment, causing the valve to expand asymmetrically during deployment. Since the valve was not fully positioned within the working length of the balloon, the asymmetrical balloon expansion caused the valve to malposition/ move towards aorta. As such, available information suggests that procedural factors (valve not centered between the valve alignment markers prior to deployment) may have contributed to the reported event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04304. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a transcarotid tavr procedure with a 26mm sapien 3 valve, valve alignment was very difficult due to tortuosity in the ascending aorta. When the balloon was inflated, only the left ventricle (lv) side of the balloon inflated and the balloon slipped towards the ventricle. As the valve was triangle shaped, post-dilation was attempted. The valve was implanted too aortic in the annulus, causing coronary artery obstruction, requiring emergent coronary artery bypass.

Event description:
New information was received by the japanese tavi registry. On pod 1, hypotension was observed. The cause was determined as cardiac tamponade and re-surgery was performed for repair. Per the medical opinion, the event was determined as related to the procedure. The causality of the event with the device was denied.

Manufacturer narrative:
Added new information received to b.5 and new code to h.6 health effect clinical code. Imagery was received and evaluated. Horizontal aorta was observed, approximately 80 degrees. Access was achieved via the right carotid. The patient's aorta was extremely calcified. The delivery system with undeployed valve was observed across annulus. The valve was noted to not be between alignment markers. Due to valve not being aligned correctly, the balloon inflated distal first and caused asymmetrical expansion of valve. The asymmetrical valve pushed proximal in the delivery system towards the flex catheter. The physician appeared to attempt to pull the valve out of the annulus. After deployment the valve appeared large for annulus, too aortic, and the left main coronary artery appears to be occluded due to s3 skirt covering left main. Multiple root injections and attempts to engage into the left coronary artery for a coronary angiogram were unsuccessful. Of note, trans-carotid approach is off label in japan. In case of valve alignment issues, it is recommended to up-size the sheath from 14f to 16f and perform valve alignment within the sheath. If valve is not aligned between markers, recommend removing devices and reattempting valve alignment. If this maneuver does not work, one can expect malposition during the deployment due to uneven valve opening. For asymmetrical valve expansion due to valve alignment issues, it is recommended to advance the flex catheter to the valve, re-align valve between markers, and pull back the flex before fully expanding the valve. If this does not work, the thv valve should be moved to the ascending aorta, over the wire, to prevent coronary occlusion. Surgical removal or thv implantation in the abdominal aorta are the only possibility for bailout. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardia! Cavity, fluid accumulation will lead to an increased intra pericardia! Pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardia! Effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardia! Effusions are common, most will resolve spontaneously, and some may require intervention. Per the instructions for use (IFU), cardiac tamponade is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided the exact cause of the cardiac tamponade is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.